Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part:03.008.009, lot:1913420, manufacturing site: werk hagendorf, supplier:na, release to warehouse date:03 jul 2008, expiration date: na. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aim arm for ti cann hindfoot arthro nl had only signs of normal wear. A dimensional inspection was performed for the aim arm for ti cann hindfoot arthro nl and met specifications. A partial functional test was performed, assembly with the returned insrt h&le f/hindfoot arthro nail-ex revealed no visually apparent alignment issues. The devices were able to be assembled properly, no excessive toggling was observed, the insertion handle was able to rotate without issue. A complete interaction test could not be completed as the nail and the rest of the aiming system were not returned. The insertion handle was able to fit properly with the aiming arm. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the aim arm for ti cann hindfoot arthro nl would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the screw missed several times in the talus through the aiming arm of the han nail. There was no patient outcome/consequences and a surgical delay of 60 mins occurred. This complaint involves two (2) devices. This report is for one (1) aim arm for ti cann hindfoot arthro nl. This is report 2 of 2 for complaint (B)(4).